Event description:
Pt had a sleep study on or around july 9th 1999. Pt called hospital on or about october 11th 1999 regarding loss of hair at one electrode site (to back of head). The technologist from the department contacted co on may 31, 2000 to ask questions regarding the incident. This was co's first contact with the technologist. The lab used both nuprep and omniprep at the time and the technologist does not have any way of knowing which product was used on the pt. Hair loss is approximately three inches in diameter at the back of the head.